Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The part that engages the handle fell off. The pin that holds it in place vibrated off. The pin and the lever was found. (B)(4).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the handle locking mechanism failed during the case. Product evaluation and results: "visual inspection: visual inspection revealed that the handle pivot latch dislocated from the handpiece. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection revealed that the handpiece handle could not become unlocked because the latch to unlock that function had dislocated." Product history review: device history records indicate (B)(4) devices were manufactured under lot k08z6 and all (B)(4) including 4201543 were rejected on 02/11/2017. A review of qt17-02-0042 revealed that the issue was related to the wrong c of c document revision. The device was re-inspected with the correct c of c documentation and released into the field. Complaint history review: a review of complaints related to p/n 209063, prodex lot k08z6 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
The part that engages the handle fell off. The pin that holds it in place vibrated off. The pin and the lever was found. Pka/tka/tha: tka.